Event description:
Customer reported that the hub on the open line of the set is cracked on several sets. The customer stated that the sets are cracked when they come out of the package and have had nothing tightened on them. These sets were not on a pt, therefore, there was no pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Conclusion: undetermined or unk cause. The customer's report of leaking from cracked female luers was confirmed. During visual inspection, it was noted that the female luer had a 0.5260 inch crack on it. The root cause of this crack was not identified. The customer also sent a total of 41 unused sets of model 200337e with lot number 09075814 for examination. Visual inspection, microscopic inspection, and leak testing were performed. It was noted that 21 female luers, had cracks and crazing and 12 of these 21 sets leaked. The remaining 20 sets showed no evidence of cracks or crazing and passed leak testing. The root cause of the cracks and crazing was not identified.